Event description:
Patient undergoing peg (percutaneous endoscopic gastrostomy) tube placement when gastrostomy tube tip detached from plastic tubing. Patient required surgical gastrostomy. Kit peg endovive standard - (B)(4).